Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving ba clofen (100mcg/day at 2000mcg/ml) via an implantable infusion pump for unknown indication for use. It was reported that the pump was originally explanted (B)(6) 2025 without a rep notified/present. The pump was explanted due to poor wound healing/possible infection. The end of the catheter was ligated in the pump pocket. Today reimplantation of the pump was performed to resume pump therapy. The ligated portion of the catheter was removed and a new portion of a catheter was added. The catheter had good flow of cerebrospinal fluid (csf) which was confirmed multiple times. The new pump was attached to the catheter. The issue was resolved at the time of the report. Additional information was received from the manufacturer's representative (rep) and was confirmed/provided by the healthcare provider (hcp). It was reported that the reason for the catheter explant was that the catheter was previously ligated so only the ligated portion was explanted as it had been bent back on itself which would make that portion questionable for patency.